Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding, right heart failure, hepatic dysfunction, hypertension, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. A specific cause for the report of a bleeding and right heart failure could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced bleeding starting on (B)(6) 2019, and right heart failure starting on (B)(6) 2019. It was noted that the right heart failure was not device-related. The bleeding was noted to be device-related; however, the bleeding was not related to the pump. The patient required 1 unit of packed red blood cells on (B)(6) 2019 and (B)(6) 2019 for acute anemia. The source of bleeding was not found, and the bleeding resolved on (B)(6)2019. The patient also required inotropes for deteriorating right heart function. The right heart failure event resolved on (B)(6) 2019.

Event description:
It was reported the patient experienced hypertension episode on (B)(6) 2019 while hospitalized for surgery for ischemic bowel and elevated lactate dehydrogenase (ldh). It was reported that this event resolved on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient admitted with nausea and vomiting, dehydration and supratherputic inr. On (B)(6) 2019, patient required one unit packed red blood cells (prbc) for acute anemia no source found. On (B)(6) 2019, patient experienced nausea and vomiting with dehydration. Deteriorating right heart function was observed with required inotropes. The event was reportedly resolved on (B)(6) 2019.